Event description:
Related manufacturer reference number: 1627487-2022-05361. It was reported that patient experienced ineffective stimulation. Lead diagnostic showed a few impedance issues. Reprogramming of the occipital leads was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, information regarding the weight was not obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken wherein the entire scs system was explanted.